Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated that she got an alarm from her sensor for her blood glucose but she was unable to clear the alarm. Customer took out the battery for an hour and reinserted and the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was 10.0mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No button error alarm during testing. However insulin pump had intermittent button response due to corroded esc and act button on keypad traces. Insulin pump had minor scratched liquid crystal window, cracked case at display window corner and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.